Event description:
It was reported that the pumps usb port was loose and the pump battery could not be charged properly. There was no reported impact to the customers blood glucose level. Additional information was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.